Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. Compatibility guidelines were requested for CT scan. The CT scan was due to problem with device or therapy. Consumer said it is related to the fact for the reason the device is implanted. Patient said he is thinking of getting spinal surgery. The procedure is to scrape the arthritis off the spine. Patient said the device is not causing this. Patient said he let the battery run out and he had a lot of pain. Patient got the device charged and he still had pain but it was well reduced so it was working. Patient noticed that the device is not lowering power level at night. Patient thinks he lost programming when the battery ran out a week or so ago. Patient said if he laid on a particular side he can feel little stimulation or if he coughs. He said it would lower from 3.0 to 2.1 volts when he went to bed at night and he did not have trouble. Patient said he had this problem since the beginning of his first device. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the circumstances that led to the loss of programming was that they let their battery run down. They called a representative and were walked through resetting things. No further complications reported.